Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise, low sensing measurements, pacing impedance measurements greater than 2000 ohms and no capture despite maximum device outputs. A replacement atrial lead was implanted and stable measurements were produced with the replacement device. No additional adverse patient effects were reported.